Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields: b5, h6(health effect ¿ clinical code). Getinge field service engineer (fse) confirmed electrical malfunction issue. Front end board was replaced (0670-00-0668). 5000 hour maintenance kit was installed (040-00-0147). Device passed all performance and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an electrical malfunction. It is unknown under which circumstance the event occurred and patient involvement is unknown however there was no patient harm reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an electrical malfunction. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.